Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery for a trochanteric fracture with the products in question. The patient had dementia, so the date of injury and the starting point of injury are unknown. The tibia was fractured and immobilized in a cast. In the opinion of the surgeon, cast immobilization from the tibia to the distal femur resulted in a stress concentration between the tibia and the nail, resulting in a fracture distal to the nail. The patient's heart was too weak to be operated on, and it was decided not to perform the surgery again. The patient was reported as stable. No further information is available. This report involves one 10mm/125 deg ti cann tfna 170mm - sterile. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: date of event: only the event year is known. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Manufacturing location: (B)(4). Manufacturing date: 23-mar-2020. Expiration date: 01-feb-2030. Part number: 04.037.012s, 10mm/125 deg ti cann tfna 170mm¿ sterile. Lot number: 45p6447 (sterile). Lot quantity: 5. One piece was scrapped in cell at op #150, qa final inspect, due to tool marks in the surface finish. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final, ns071274 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17527 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual and sterility criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿fracture distal to the nail¿ does not indicate breakage of the nail or any of its components. Therefore, a review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.